Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA witha 510k number k190805. Evaluation summary it was caused due to an excessive force on the cmos cable while angulation.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The led light disappear during angulation.